Manufacturer narrative:
An internal investigation was performed for a false positive cefoxitin screen (oxfs) when testing staphylococcus aureus with the vitek® 2 ast-p618 test kit the customer submitted one lab report and did not repeat testing on vitek to confirm the discrepancy. No troubleshooting information regarding setup conditions were available. The strain is not available for this investigation. Submittal of the isolate is required in order to confirm a vitek 2 discrepancy compared to the reference method. The vitek 2 ast-p618 lot #4980634203 met final qc release criteria. This lot passed qc performance testing.

Event description:
A customer in (B)(6) notified biomérieux of obtaining false positive cefoxitin screen (oxfs) when testing staphylococcus aureus with the vitek® 2 ast-p618 test kit (ref 410806). Cefoxitin disc was performed manually, and it was susceptible. The customer was using vitek 2 software version 8.01 when testing. No patient information was provided by the customer. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.